Manufacturer narrative:
¿This report is being filed as part of a retrospective review of historical records.¿ the impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that after a CT scan the 72-year-old female patient had significant mca clot/stoke. Patient was on impella support for 72.45 hours before the patient expired. The death has been determined to unrelated to the impella.

Manufacturer narrative:
The investigation into the reported "stroke/cva" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The 72-year-old female patient had significant mca clot/stoke. With no product, data, or clinical details provided, the cause of the stroke could not be determined. Correction :section d4: the UDI was submitted incorrect inadvertently in the initial report which has been corrected to this report.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02565 was provided.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.